Event description:
In the past year rptr has experienced: excessive fatigue, upset stomach; loss of appetite, distended stomach, loose stools, aching joints, chronic pain in both shoulders and upper arms, rippling sensation from what seems to be nerves or muscles in her arms, sides of back and upper chest.